Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned catheter noted blood and contrast visible on the shaft, in the inflation lumen and in the loosely folded balloon. There was also blood visible in the guide wire lumen. This is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the balloon when fluid leaked out of a longitudinal rupture in the balloon above the proximal marker band, confirming the reported rupture. Additionally, there were multiple scratches on the outer surface of the balloon adjacent to the rupture site. There was also balloon shredding observed on the distal end of the balloon. Balloon material ruptures can be affected by numerous factors including, but is not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Furthermore, evidence of damage on the outer surface of the balloon suggests that the balloon failure may have been attributed to mechanical damage to the balloon. Although no patient anatomical information was provided, the balloon likely interacted with other devices and/or the previously implanted stent such that upon inflation attempt, the balloon ruptured. Based on the information received, the reported balloon rupture and damage noted appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rate burst pressure and balloon integrity.

Event description:
It was reported that during the procedure in the right coronary artery for treatment of restenosis in an unspecified stent, the voyager nc balloon was inflated to 8 atmospheres and a rupture occurred. The device was removed and an unspecified 3.5 x 20 cutting balloon was used to complete dilatation. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information was provided.